Event description:
During investigation it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the lancets.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.